Manufacturer narrative:
It was discovered on (B)(6)2020, that explantation date (B)(6)2020 was erroneously submitted in initial report. Correct explantation date is (B)(6)2020. The investigation of the returned device was completed by the failure analysis lab on (B)(6)2020. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant. During the visual evaluation of the sample, a crease on anterior view was noted. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected. A crease/fold failure may be the result of the continuous and sustained stresses to the device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent primary breast augmentation surgery with a 400cc mentor memorygel breast implant experienced left sided rupture post procedure. As a result, patient had an explantation on (B)(6) 2020.